Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported, she is no longer receiving effective stimulation due to being unable to increase system stimulation to perception. On (B)(6) 2013, f/u identified a sjm rep was unable to resolve the issue with reprogramming. Additionally, lead diagnostics showed invalid impedance values for the scs lead. On (B)(6) 2013, f/u identified the scs lead would be tested intra-operatively. On (B)(6) 2013 f/u identified the pt's scs ipg was replaced with resolved the issue. Refer to MFR. Reports: 1627487-2013-03141 and 1627487-2013-03142.